Event description:
In 2001, the user facility's lpn informed the manufacturer's representative of the following: device is occluded and will not flush. States 2 weeks prior, the device was functioning and had a blood return. A week later, the device was accessed and had leakage with device when flushed.